Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Additional information reported that the patient was not sure when they first experienced the shocking from their peripheral nerve stimulator. The patient reported that they were no longer using it for pain control. They were making sure that they keep it charged. If they can solve the problem, they would use it again. The healthcare professional (hcp) reported that the patient reported in february of shocking with their peripheral stimulator and was not using the stimulator.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. See also mfg. Report no. 3004209178-2016-09466 , as the consumer is implanted with two devices and it is unclear which one is related to the reported event.

Event description:
A consumer reported using the stimulator for peripheral nerve very little because it shocks him when he moves certain ways. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.